Event description:
It was reported that the patient presented to an MRI procedure. Upon review of recent electrocardiograms, the patient's pacemaker had an unspecified issue reading the atrial flutter. No intervention was performed. The patient will further be monitored.